Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc winged, failed to retract after it was used. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc winged, failed to retract after it was used. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: received a 22ga iag partially retracted needle-barrel assembly with no packaging material. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #7296551 regarding item #382923. DHR review or justification for omission: a total of 175,210 units were manufactured on afa line 10 from 28oct17 through 31oct17 and packaged from 2nov17 through 3nov17 and from 13feb18 through 14feb18 on pkg line 10. 4 non-related qns were initiated and disposition, root cause and corrective action were applied according to the quality control plan: 1. 200733120 - missing inspection (leak test-packaging) 2. 200715437 - shallow plug (voided) 3. 200715438 - shallow plug 4. 200716445 - scratched adapter all other challenge, set-up and in process samples were performed and passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. The needle retraction failure described in the incident report was potentially caused by the damage (cracks, stress marks) found on the safety barrel. The unit received had been used; consequently it is unknown where this damage occurred (manufacturing/user). A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.